Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x15mm maverick²¿ balloon catheter, it was noted that the shaft was broken more than 15cm from the hub. The device never entered the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded. Microscopic and tactile examination revealed numerous kinks in the hypotube. The shaft was separated 61cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x15mm maverick²¿ balloon catheter, it was noted that the shaft was broken more than 15cm from the hub. The device never entered the patient's body. No patient complications were reported and the patient's status was stable.